Event description:
It was reported that approximately 9 hours post a coronary drug eluting stenting treatment procedure, patient complications, stent thrombosis, and patient death occurred. The patient presented with angina. The physician advanced a guidewire into the 1st obtuse marginal (om1) and then delivered a 2.25x12 mm non-bsc bare metal stent into the om1. The stent was deployed at 9 atms for 20 seconds. The stent was then post dilated at 10 atms for 20 seconds and the stent delivery system was removed. Next, the physician passed a 2.5 x 8 mm quantum balloon to the om1 and advanced it to the 2.25 x 12 mm stent, where it was inflated at 15 atms for 25 seconds. The quantum balloon was inflated again at 12 atms for 10 seconds and 12 atms for 20 seconds and then removed. Next, the physician advanced a 2.25 x 18 mm non-bsc bare metal stent to the proximal om1 and deployed it at 9 atms for 20 seconds, then post dilated it at 12 atms for 15 seconds and removed the stent delivery system. The physician advanced a 2.5 x 8 mm quantum balloon to the proximal om1 and post dilated the stent for 10 atms and for 10 seconds, 12 atms for 12 seconds, and 16 atms for 12 seconds. Then the physician advanced the stent delivery system to the distal end of the stent and post dilated the stent for 20 atms for 12 seconds, and then removed the quantum balloon. Next, the wire was removed from the om1 and introduced into the circumflex (cx). The physician delivered a 2.5 x 20 mm taxus express 2 drug eluting stent to the mid cx past the 2nd obtuse marginal (om2). The 2.5 x 20 mm taxus stent was deployed in the cx at 9 atms for 20 seconds, and then post dilated at 12 atms for 25 seconds. Next , a luge wire was advanced into the 3rd obtuse marginal (om3) and a quantum balloon of unknown size was advanced into the om3. The balloon was inflated for 14 atms for 12 seconds, 18 atms for 10 seconds and 30 atms for 40 seconds. Then the balloon was advanced distally and inflated at 14 atms for 10 seconds and 26 atms for 15 seconds and then the balloon was removed. The physician then advanced a 3.50 x 12 mm taxus express2 drug eluting stent into the distal left main (lm) extending into the ostium cx. The stent was deployed at 9 atms for 9 seconds and then post dilated at 12 atms for 10 seconds and then the stent delivery system was removed. The physician advanced a 4.00 x 8 mm quantum balloon into the lm for post dilation where it was inflated at 12 atms for 15 seconds and 12 atms for 10 seconds and then removed. The procedure was successfully completed with no complications. Medications used during the procedure included fentanyl, insulin, heparin, and versed. Approx 9 hours later, the pt went into cardiac arrest and a thrombosis was discovered in the one stent in the lm. A 3.00x15mm quantum balloon was advanced to the left anterior descending (lad) and inflated for 12 atms for 10 seconds and then removed. Next, a 3.00x12mm quantum balloon was advanced to the lad and inflated at 12 atms for 12 seconds. The pt experienced bradycardia and tachycardia and epinephrine and heparin were administered. The 3x15mm balloon was inflated again in the lad at 14atms for 8 seconds, 14 atms for 7 seconds, and 14 atms for 7 seconds and then the balloon was removed. At the end of the procedure, the pt was still not responding and was transferred to the ICU. The pt was placed on a balloon pump but eventually expired later that same day. This pt was considered a "high risk" pt who had been turned down for surgery. The pt was taking plavix at the time of the intervention and never left the hosp. Further info has been requested but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.